Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h6.

Event description:
Patient's representative reported through company representative "capsular fibrosis baker 3" and "constant fear of developing cancer and psychological strain" diagnosed via ultrasound. Patient was prescribed arcoxia and clexane. This record is for the left side. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, anxiety-product/procedure.

Event description:
Patient's representative reported through company representative "capsular fibrosis baker 3" and "constant fear of developing cancer and psychological strain" diagnosed via ultrasound. This record is for the left side. The device was explanted.